Event description:
Information rec'd from fmc canada. Reports blood leak from the venous catheter header cap during dialysis treatment. Estimated blood loss 150cc. MDR will be submitted to blood loss. No pt injury is reported. No medical intervention was required. The suspect device was not retained for return and evaluation by the mfg facility.